Manufacturer narrative:
Updated h6. Eval code method. Analysis: upon receipt at medtronic¿s quality laboratory, via an explant kit submerged in clear 0.2% glutaraldehyde solution, visual inspection of the returned valve did not show evidence of distortion or damage. Leaflet 1 (l1) and leaflet 3 (l3) were in the closed, coapted position with leaflet 2 (l2) open. All commissures appeared intact. All three leaflets appeared slightly stiff, but flexible except where tan, vegetative-appearing host tissue extended from the inflow and outflow portions of the valve frame. Vegetative-appearing host tissue was noted on the inflow crown portion of the valve frame adjacent to l2, on the inferior coaptive areas between l1 and l2 extending to the inflow of l1, and between the free margins of l1 and l3. Remnant of tan colored pannus remains attached to the valve frame on the abluminal surface of the valve skirt. Pannus is noted along the outflow margin of attachment of l3. Conclusion: the investigation remains ongoing. Following completion of the investigation, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks following the implant of this transcatheter bioprosthetic valve, (B)(6) bacteremia was reported. Patient was treated with antibiotics for several weeks. One month, twenty-four days following the implant of this transcatheter bioprosthetic valve, the patient presented to the hospital with an altered mental status, abdominal pain, diarrhea, fever, chills, and tachycardia. The troponin level was elevated. Bacteremia was reported and blood cultures indicated positive for gram-positive cocci and staphylococcus. Intravenous therapy and antibiotic medications were administered. A transthoracic echocardiogram was performed and showed no significant findings, no vegetation. The patient did not have an history of endocarditis and did not have any recent medical procedures. Persistent bacteremia was reported without another source. An unknown time following the persistent bacteremia, the patient had cardiac arrest and was placed on lifevest. The patient was treated with antibiotics and continued to be monitored. Two months and twenty eight days following the valve implant, aright mini-thoracotomy was performed in which the medtronic valve was explanted and a non-medtronic pericardial 25 mm valve was successfully implanted. During the explant procedure, a large pericardial effusion, pericarditis, and aortic valve endocarditis with purulent native root abscess were observed. A non-medtronic pericardial patch was also placed during the valve replacement procedure. Following the non-medtronic valve implant, an emergent bedside placement of a veno-arterial extracorporeal membrane oxygenation (ECMO) was performed with a 25 french (fr) femoral venous cannula and 17 fr right femoral arterial cannula. One day following the medtronic valve explant and replacement, the patient died. The reported cause of death was aortic valve endocarditis.

Manufacturer narrative:
Additional information was received which indicated that the cardiac arrest occurred approximately two months post valve implant during hospitalization. Conclusion: the device history record for the valve and associated sterilization lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The diagnostic pathology report noted the transcatheter aortic valve frame showed bacterial endocarditis, which involved leaflet and valve frame with bacterial colonies (gram positive cocci) present. The bioprosthetic valve leaflets were histologically examined. Sections showed fibrin-rich thrombus admixed with acute inflammatory cells covering the entire aortic surface of leaflet 1 (l1) and leaflet 2 (l2), and focally covered the ventricular surface of all three leaflets. The thrombus was partially organized on the aortic surface of l1 leaflet. Clusters of cocci presented within thrombus and infiltrate the three collagenous leaflets, greater in l1 and l2. The leaflets were not scored because of the presence of infective endocarditis. Numerous factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. A root cause of the observed vegetation could not be conclusively determined. However, regarding the observed pannus, several factors can affect the creation of pannus, including medications, peri-procedural injury, and pre-existing patient conditions. The presence of pannus and its rate of formation is largely dependent on patient condition. Endocarditis is a known potential adverse event listed in the device instructions for use (IFU) and addressed in the current risk management file. Based on the literature and review of manufacturing process controls, it is concluded that prosthetic valve endocarditis can be caused by various procedural and patient related factors and is often not attributable to the manufacturing or sterilization processes of the actual implant device. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). In addition, endocarditis cases that occur between 2 and 12 months after surgery are known to be a mixture of community-acquired episodes and hospital-acquired episodes caused by less virulent organisms. These cases may also be due to introduction of the microorganism during the implant procedure. It was unlikely that the infection and endocarditis reported in this case was attributed to the device or the manufacturing process. Medtronic, inc. Manufactures all their products per validated and released manufacturing processes and their devices meet all applicable manufacturing specifications prior to release for distribution. Additionally, medtronic has robust manufacturing controls in place for the prevention and surveillance of infective organisms associated with their devices prior to distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The tissue preparation process utilizes this sterilant solution to inactivate virus and other microorganisms including staphylococcus <(>&<)> streptococcus species. Cardiac arrest is a known potential adverse effect per the device IFU. With the information available, a conclusive assessment of the relationship between the reported cardiac arrest and the device could not be established. The reported cause of death was aortic valve endocarditis; however, the implant preparation and procedure as well as the post-surgery hospitalization may have also contributed to this event. It was unlikely that the endocarditis was attributed to the device or the manufacturing process. This event does not indicate device misuse or malfunction. However, a conclusive cause of this event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.